Manufacturer narrative:
Initial and final MDR (B)(4). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On 15-jul-2024, reported that patient faced 3 infusions set tube leakage at thigh. Infusion set has been used for 3 days. The blood glucose level was 348mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.